Manufacturer narrative:
Batch review performed on 15 september 2025. Lot 2405540: (B)(4) manufactured and released on 18-dec-2024. Expiration date: 04-dec-2029. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in reporting instability and the cause is unknown. About 3 months after the primary surgery, the surgeon upsized the poly (from 10 to 11mm) and used a suture anchor. The surgery was completed successfully.